Event description:
The complainant had an impella 5.5 patient needing mechanical circulatory support. There was a leak in the purge filter. The leak appeared to be occurring inside the filter. A pocket of purge solution was collecting inside the chamber and leaking down the cable. No obvious cracks were observed internally or externally. The patient remained stable.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The data logs showed that purge pressure was stable and there were no purge alarms seen. Without sufficient product returned, the root cause of the purge leak - pump could not be determined. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿